Event description:
Boston scientific received information that the right ventricular (rv) lead displayed chronically increased pacing impedance measurements. A device replacement procedure was performed for a separate product performance issue. Approximately six days following the procedure, the rv pacing impedance measurement was greater than 2,000 ohms. Device memory was saved to a disk for further evaluation. Review confirmed the manual rv pacing impedance measurement taken on the day of the recent implant was 1,926 ohms. Since the recent implant, one daily rv pacing impedance measurement was 2,035 ohms. The physician elected to continue to monitor the device system.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.